Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was noted that the left ventricular lead was no longer capturing. X-ray imaging showed that the lead was dislodged. The lead was capped and replaced on 21 (B)(6) 2022. The patient was discharged.